Event description:
It is reported by the doctor of the hospital, that the packages (blister) were sticked together, so they can´t took the implant steril out of the packages.replacement was available the hospital took next implant out of the cupboard.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a packaging issue involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the outer box, inner and outer blisters, inner and outer tyveks, patient labels, device sleeve and the device were returned. The outer tyvek had been peeled back from the outer blister on 3 sides and some of the tyvek had torn and was stuck to an area on the blister. The inner tyvek had been peeled back on all sides but one. The blisters came apart easily and there was no evidence of them being stuck together. The sleeve and device were unremarkable. The torn tyvek was examined by the packaging cell. The cell concluded that the device was packaged in accordance with the manufacturing and assembly procedures, the issue was not generated through the manufacturing process and does not negatively affect the product. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because the returned blisters came apart easily with no evidence that they were stuck together.

Event description:
It is reported by the doctor of the hospital, that the packages (blister) were sticked together,so they can't took the implant steril out of the packages. Replacement was available the hospital took next implant out of the cupboard.